Event description:
It was reported that the leads were fractured. During the extraction procedure, the right atrium and superior vena cava were torn. This resulted in bleeding and tamponade which led to the patient's death. Efforts to resuscitate the patient were unsuccessful.

Event description:
It was reported that the leads were fractured. During the extraction procedure, the right atrium and superior vena cava were torn. This resulted in bleeding and tamponade which led to the patient's death. Efforts to resuscitate the patient were unsuccessful.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pacemaker/cardio/defib.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.